Event description:
It was reported that "the catheter shows no pressure signal and does not return after a few hours. It can be flushed." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The photo showed the arterial sample associated with this complaint. The customer also returned one arterial catheter analysis. Signs of use were observed on the sample. Visual analysis did not reveal any defects or anomalies. The catheter body length measured 85mm, which is within the specification limits of 82mm - 86mm per the catheter product drawing. The inner diameter at the distal tip measured 0.84mm, which is within the specification limits of 0.81mm - 0.86mm per catheter product drawing. The extension line outer diameter measured 2.42mm, which is within the specification limits of 2.39mm - 2.49mm per the extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire". A lab inventory guide wire (measured 0.61mm) was threaded through the returned catheter and was able to advance through with little to no resistance. A lab in ventory syringe filled with water was attached to the catheter and flushed. No obvious blockage/resistance was encountered. The catheter appeared to flush as intended. The IFU provided with the kit informs the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of an arterial catheter functionality issue was not confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies of any kind. Likewise, the catheter met all relevant dimensional and functional requirements. Based on the sample received and the customer report, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter shows no pressure signal and does not return after a few hours. It can be flushed." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".